Event description:
During a routine visit, externalized conductors were noted. No electrical anomaly was present. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.